Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Dissection occurred during attempted implant.

Event description:
It was reported that during the implant procedure, the coronary sinus was dissected. The ventricular lead was not implanted. The patient would continue to be monitored.